Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set was involved in a possible air in line event. The reporter stated that an unspecified infusion pump presented an air in line alarm while being used with the set during infusion. This occurred while transferring the patient from the operating room (or) to the patient room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.